Event description:
It was reported to medtronic minimed that the customer experienced flashing/white display, frozen display, continuous beeping sound, a crack on the battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. No audio/vibrate anomaly, no flashing white display and no frozen screen noted. Pump however, pump was cut open to perform visual inspection and no moisture damage on the pcba1/pcba2. The test p-cap and reservoir locked properly into reservoir compartment. Unit uploaded properly to the carelink software or and communicate properly. Alarm was none found in the formatted history file on the event date. The following were also noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Display anomaly-flashing white display not confirmed. Display anomaly-frozen screen not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.